Event description:
A 49 yr old pt w/nasal septal perforation had a septal button placed 8/2/95. Pt did well until 3/1/98. Spontaneous extrusion occurred. Pt felt aspiration gave himself 2 heimlich maneuvers and dislodged it. He stated connecting portion of prosthesis was broken.